Manufacturer narrative:
Device was returned for evaluation. Upon completion of the investigation a followup report will be filed.

Event description:
As reported by the sales rep, a perforator that didn't stop on a patient they were doing a craniotomy for burr holes. It tore the patient's dura. The product will be returned.

Manufacturer narrative:
Upon completion of the investigation it was noted that the lot number: reported to be h7496. However, no product label was attached to the product that was returned so that number could not be verified. Additionally, all raynham lot numbers contain the leading character ¿h¿ followed by a 5 digit number. Only 4 digits were reported in the complaint so a lot traveler could not be retrieved. The complaint stated the perforator did not stop during surgery and tore a hole in the patient¿s dura. Drill was functionally tested 10x. Drill performance was acceptable all 10x. Drill performance was not found defective. No cause could be found for the complaint. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.

Manufacturer narrative:
Device was returned for evaluation. Upon completion of the investigation a followup report will be filed.